Event description:
Meter name: one touch profile. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: rash on both arms. A pt reported the pt had rash on both the pt's arms. Consulted with dr who stated that it might be due to the high sugar levels. Their meter allegedly had segments missing from the display. The result on their meter was unknown. The result on the pt's family member's meter was 207mg/dl. No comparison. Dr called in a prescription for the pt's rash. Customer replaced batteries. Display issue continued. No further info has been reported.